Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The reported folded (winged) balloon was confirmed. The reported difficulty removing the balloon dilatation catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the balloon was inflated above rated burst pressure (rbp) to 20 atmospheres. It should be noted that the coronary dilatation catheters nc trek rx instruction for use (IFU) states: balloon pressure should not exceed the rbp. Additionally, the IFU states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue or folded (winged) balloon; however, the reported difficulty removing the device from the guiding catheter appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion inflation: 20/30 indeflator, stent: 3.5x23mm xience prox. (B)(4) above rated burst pressure (rbp). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified lesion in the mid right coronary artery. Following pre-dilatation with a 3.5x12mm trek balloon dilatation catheter (bdc), a 3.5x23mm xience prox stent was successfully deployed. Post-dilatation was performed with a 4.5x12mm nc trek bdc one time at around 20 bar; however, when a negative was pulled for 2-3 seconds with a 20/30 indeflator it was noted that the balloon did not re-wrap correctly and looked bulky. An attempt to remove the bdc was made, but it became stuck and met resistance with the guiding catheter. Both the guiding catheter and bdc were removed together. The balloon was not fully deflated upon removal. The procedure was successfully completed with a 4.5x12mm non-abbot bdc for post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.